Event description:
While using frigitronics machine, the probe was hooked to "pressure in nitrous tank. The pressure got about 800 psi, the probe blew apart somewhere in the housing; piece of it flew across the operating room. Company has provided a "heat blanket" to facilitate increasing the pressure in system and it was on."